Manufacturer narrative:
The customer cancelled the call and reports that the system was repaired. No other info was available.

Event description:
The customer reported that the 2800 system would not power up. No pt injury was reported.